Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01435 / 01436). Product location unknown.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. A head and bipolar cup were implanted during the procedure. Patient was further revised on (B)(6) 2016 due to migration of the bipolar cup. The head and bipolar cup were removed. A biomet head was implanted and competitor cup and liner. No further information has been provided.